Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that a needle clipping device safe clip was not clipping during use. The following was reported by the initial reporter: "the patient's caregiver requests replacement of needles and tells us that the needle cutter no longer gets more needles "it is stuck." Retraining is scheduled to validate device status, today at 9:00 am and did not attend, contact calls were made, without success. For this reason, we do not have photographic or video evidence and lot number. Once we have contact we will let you know."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a needle clipping device safe clip was not clipping during use. The following was reported by the initial reporter: "the patient's caregiver requests replacement of needles and tells us that the needle cutter no longer gets more needles "it is stuck." Retraining is scheduled to validate device status, today at 9:00 am and did not attend, contact calls were made, without success. For this reason, we do not have photographic or video evidence and lot number. Once we have contact we will let you know ""